Event description:
It was observed during the device inspection that subject device; light-guide connector component (ring) had fallen off. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the cause of the light-guide connector part (ring) falling off could not be determined. Therefore, the root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.